Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of another manufacturer¿s stent graft¿s proximal type I endoleak. It was reported that the physician implanted an endurant cuff proximal within the other manufacturer¿s stent graft and the proximal type I endoleak was resolved. The physician recaptured the endurant delivery system and removed it from the patient, however a piece of metal wire, which was classified as a stent, came out with the delivery system. The metal wire was caught in the tip capture housing. The physician believed the stent came from the iliac stent of the pre-existing stent graft. The physician performed an angiogram of the right limb and noticed a narrowing. The physician re-lined the iliac stent in question with a endurant iliac limb. The endurant iliac limb was angioplasties and the narrowing resolved. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.